Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion in the right inferior flap two days post lasik. Interface haze underneath was noted. Topical steroid drop dosage was increased. Patient noted vision is good and there is a foreign body sensation in the right eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).